Manufacturer narrative:
The reported events were lead dislodgment, loss of capture and low pacing lead impedance. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the helix was extended within specification as received and was clogged with blood/tissue. The reported events of loss of capture and low pacing lead impedance were confirmed. Lead impedance test could not be performed due to as received condition of the lead. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead failed hi-pot test due to over torqued inner coil at the connector region. The cause of the reported events of low pacing lead impedance and loss of capture was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported, that the right ventricular lead exhibited failure to capture and low impedance. It was noted, that the lead dislodged. The lead was explanted and replaced. The patient was in recovering condition.